Manufacturer narrative:
The patients' demographics such as age, date of birth, sex, and weight were not supplied. Access accutni+3 reagent lot number was not provided. Expiration date and manufacture date of the reagent cannot be determined. Service was not dispatched for the event. The accutni+3 reagent was not returned for evaluation. The cause of this event cannot be determined with the available information.

Event description:
The customer reported non-reproducible elevated troponin I (access accutni+3) results on the access 2 immunoassay system portion to their unicel dxc 600i synchron access clinical system (serial number (B)(4)) for one patient. The patient's sample was reanalyzed the following day on the same access 2 immunoassay system portion to the unicel dxc 600i synchron access clinical system and recovered within the customer's normal reference range. The customer visually inspected the patient's sample and noted that it contained a clot. The results were released out of the laboratory. There was a change in patient treatment as the patient was either transferred or admitted to the hospital. No further information regarding the patient treatment was available. The sample was collected in a serum tube and centrifuged for seven (7) to eight (8) minutes. The customer could not provide the exact centrifugation speed and temperature. Calibration, quality control (qc) and system check parameters met assay and system specifications.